Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiological image review: post-op CT for cervical corpectomy. Date of implant and date of recognized hardware failure are unknown. By report one of the screw is backed out. It is not clear on the provided imaging which one backed out. The plate appears long for the bony anatomy and the inferior screw may have violated the bottom end plate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent corpectomy. Post-op, the screws from the plate despite the locking ring backed out of the plate. A revision surgery was performed and a new cage and plate was implanted.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the anterior cervical plate has been damaged. The top surface of the plate has some witness marks near and around the screw insertion points. Optical inspection confirmed the locking rings are still attached to the plate and one of the screw insertion points has some signs of damage on the inner wall which is consistent with not angling the screw enough before tightening. Root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.